Manufacturer narrative:
H3: analysis found on kit svc o2 bi71000444 rotor crtl box amc- analysis determined there was no failure found. B01, c19, d14 analysis found on kit svc bi71000168 collimator w dyn fltr- analysis determined there was no failure found. B01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168 , lot#cm20792 product ID: bi71000444 , lot#021801785. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator error displays on mobile view station (mvs) after bootup. During rotor controller calibration sequence on boot up, the source and detector complete homing but the collimator does not begin homing. The system retries multiple times until collimator error displays. Forced home on rotor controller in smart terminal, but could not move x and y blades. Filter does not move. No power to collimator. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively the system was stuck in "initializing system, please wait." They tried rebooting the system with no resolution. The manufacturer representative (rep) tried booting off the system, disconnect the image acquisition system (ias)/mobile view station (mvs), booting both separately, and re-connecting with no resolution. The system was around the patient, the rep used the yellow door open button on the right side of the gantry to open the doors, the doors would not open with the door open button. The rep then received an "error initializing collimator" on the pendant. The site abandoned use of the imaging system and (used a c-arm) and abandoned navigation. No impact on patient outcome. There was a delay less than one hour.